Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 11 months post implantation due to fracture of the femoral component. Subsequently, the patient underwent an additional revision approximately 12 months later due to a fall and fracture of the femoral component.

Manufacturer narrative:
Visual examination of the returned product identified signs of use. The tines are fractured. The device was submitted for further analysis. Analysis determined that the fracture might be due to overload. The DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Per package insert, a fracture is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.